Event description:
This supplemental report is being filed to provide additional information that the therapy has been programmed off. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient believed he had an inappropriate shock. The patient wanted the device programmed off. The local representative checked the device and there were no stored episodes of device therapy. Therapy is now programmed off. The representative will consult with the physician. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information that the therapy has been programmed off. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient believed he had an inappropriate shock. The patient wanted the device programmed off. The local representative checked the device and there were no stored episodes of device therapy. Therapy is now programmed off. The representative will consult with the physician. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient believed he had an inappropriate shock. The patient wanted the device programmed off. The local representative checked the device and there were no stored episodes of device therapy. The representative will consult with the physician. There were no additional adverse patient effects. The system remains implanted.